Event description:
It was reported that the customer's blood glucose was 418 mg/dl. She had received a battery out limit alarm, after she changed the battery in her insulin pump. The customer had also received failed battery and low battery alerts. The customer was assisted in reprogramming the time and date in the insulin pump and was advised to reconnect and treat accordingly. Nothing further was reproted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)